Manufacturer narrative:
(B)(4). Pump passed the self test and displacement test. No unexpected software error alarms during testing however, the formatted history file confirmed software error alarm, line number 2843 file number 26(low backup vcc/low backup battery voltage) problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received software error. The customer¿s blood glucose level was unknown. The device will be returned for analysis.